Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified de novo lesion in the right coronary artery. During implantation of a 3.5 x 12 mm xience xpedition stent, a dissection was noted. The dissection was treated with a 3.5 x 23 mm xience xpedition stent while pressurized at 12 atmospheres. There was no adverse patient sequela reported. No additional information was provided.